Event description:
It was reported that suspected externalized conductors were observed during scheduled diagnostic imaging. All the parameters were stable and in normal range. The physician elected to monitor patient via merlin.net. No further issues were reported. The patient condition is good.